Manufacturer narrative:
Submit date: 08/25/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that the product was being used to deliver crrt to a patient. The crrt machine is a nx state device. The catheter in question was used for 6 days when a fracture was discovered on the third infusion port. The fracture is at the point where infusion port hub meets the infusion port tube. The physician then replaced the catheter with a new mahurkar triple lumen catheter. The current patient condition is normal crrt function with a new catheter.

Manufacturer narrative:
Submit date: 10/28/2015 the complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was 1502100158. The device history record (DHR) review indicated that there was no quality issues associated with this complaint mode. All DHR's are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. However the procedure was reviewed in order to identify the possible root causes for the failure bifurcate leaking. However without the sample it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective and preventative action (CAPA) and health hazard evaluation (hhe) were opened to address this failure mode. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.